Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of cloudy effluent and fever in a patient coincident with dianeal pd4 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date the patient experienced a fever. On (B)(6) 2011, the patient experienced cloudy effluent and was hospitalized. The physician described the severity of cloudy effluent as moderate. On (B)(6) 2011, the patient began remedial treatment with vancomycin, 1gm, once (route not reported) and axetine, 750mg, "at 6 hours" (route not reported). On an unreported date, after the administration of antibiotics, the patient's fever decreased. On (B)(6) 2011, the patient was released from the hospital in good condition. The outcome for cloudy effluent was ongoing and unchanged and the outcome for fever was not reported. The action taken with dianeal therapy was not reported. The physician believed that the event of cloudy effluent was related to dianeal therapy. The physician did not provide an assessment of causality for the event of fever.